Event description:
Based on additional information received on 22-nov- 2017, the case initially considered as non-serious was upgraded to serious as an important medical event of device malfunction was added. (B)(4). This spontaneous case from united states was received on 10-nov-2017 from other healthcare professional. This case concerns a (B)(6) male patient who initiated treatment with synvisc one and after an unknown latency was unable to put weight on injected knee, unable to walk, had large effusion and severe swelling on injected knee. Also device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection once at a dose of 6 ml for right knee osteoarthritis (batch lot number: 7rsl021; expiry date: 31-may-2020). On an unknown date, after an unknown latency patient was unable to put weight on injected knee, unable to walk, had large effusion and severe swelling on injected knee. It was reported that if patient still have a large effusion next week, it might possibly need to be drained. Corrective treatment: not reported for large effusion and device malfunction; unspecified for rest of the events. Outcome: not recovered for all events. (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 22-nov-2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow-up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later was unable to put weight on injected knee, unable to walk, had severe swelling in injected knee with large effusion. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.